Event description:
A cartridge change error was reported with the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was guided to inspect and clean the cartridge area, following technical support's instructions, which led to a successful resolution of the issue as the load process was completed and insulin therapy resumed.